Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed. It was reported that blood dripped and formed blood clots from the heparin line connection to the arterial bloodline. Estimated blood loss was 6cc. The pt had no adverse effects and no medical intervention required. The pt completed treatment. Sample is available for the MFR's eval.